Event description:
This complaint is now reportable based on the analysis findings in late 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The target lesion was the 95% stenosed de novo lesion of the left anterior descending (lad) - diagonal bifurcation artery. The physician predilated the lesion area with a 1.5x15mm and 2.5x20mm unspecified balloon catheters. The physician then attempted to advance a taxus liberte 2.50x12mm drug eluting stent (des) to the lesion but was unable to advance the stent delivery system past the previously placed left main (lm) coronary artery stent (unspecified type) to the diagonal artery. The procedure was completed with a competitor's 2.50x14mm and 2.50x20mm drug eluting stents. There were no patient injuries or complications reported. The patient's disposition was reported as "stable." However, the returned product analysis showed stent damage.

Manufacturer narrative:
A review of the manufacturing documentation for the batch found that the device met its material, assembly and product specifications at the time of release to distribution. A visual and microscopic examination found that the distal edge of the stent was damaged. Two struts on stent rows one to two from the distal edge were raised distally. The distal end of the tip of the device was damaged. The tip tear is consistent with guidewire movement during attempts to cross the lesion. It was slightly torn and the distal edge of the tip was a light pink in color. The normal color for this device is red. However, the unusual color of the tip is not a deviation from the product specification of the finished manufactured device. The root cause classification of this event, therefore will be operational context.